Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of one of the tool's branches broke from the prograsp forceps instrument. The tool was not replaced with a new one, the procedure was completed without its use. The procedure was extended for a maximum of 5 minutes. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.